Event description:
Customer reported the system is tracking to maximum. No patient injury was reported.

Manufacturer narrative:
The ge rep evaluated the system and could not reproduce the reported problem. System operates as intended.